Manufacturer narrative:
(B)(6). The pump was returned to animas for evaluation. Evaluation revealed that there was a misaligned display screen and dislodged force sensor pins.

Event description:
Evaluation revealed that the force sensor was out of calibration and that there was a misaligned display screen and dislodged force sensor pins. There was no adverse event associated with this issue.